Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit. Kit appeared not used. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.

Event description:
C-cc-bt - broken tubing; it was reported that when opening the packaging the user noticed that the tubing was separated at the stopcock level.